Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% re-stenosed lesion was located in the moderately calcified and moderately tortuous left radial vein. Some resistance was encountered upon attempting to advance the 5.0mm x 40mm sterling over-the-wire balloon dilatation catheter to the target lesion; however, the balloon was successfully placed. The balloon was inflated to 10atms on the 1st inflation, and 12atms on the 2nd inflation, the balloon ruptured at 15atms on the 3rd inflation. The device was removed from the patient intact. The procedure was completed successfully with another of the same device. No patient complications were reported and the patient's status is good.